Event description:
It was reported via repair work order that the head of the bed would go up but not down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.